Event description:
It was reported that pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove cartridge, inspect and clean pump connection area, confirm cartridge seal was intact, reattach cartridge securely, and follow on-screen steps, after which customer successfully completed cartridge loading and resumed insulin use.